Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate result. This complaint is being reported because when a control solution test was performed the result obtained did not fall within the range specified on the vial of test strips there was no indication that the product caused or contributed to an adverse event.